Event description:
It was reported that a progav 2.0 shuntsystem (vp shunt #fx434t) was implanted on 06/19/2026. The patient switched to a vp shunt after experiencing lp shunt dysfunction twice. After the surgical procedure, an acute subdural hematoma developed 2-3 hours later and the shunt was removed. The sample is not available for examination.

Manufacturer narrative:
Conclusion information: an investigation was not possible, because no product was return for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the progav 2.0 shunt system. The traceability indicates that the product was in perfect condition. At the time of this statement, the cause of the subdural hematoma cannot be determined. Several factors may be involved. A product defect can only be confirmed or ruled out through an investigation.